Event description:
During a remote follow-up, inappropriate high-voltage (hv) therapy and inappropriate anti-tachycardia pacing (atp) were delivered by the device due to an incorrect interpretation of signal. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.